Event description:
Hamilton medical ag (hmag) received the following incident description: during use, the patient's blood entered the interior of the c6 through the flow sensor. The hospital staff stopped using this c6 and replaced it with another c6 to continue treatment.

Manufacturer narrative:
Ventilator was in standby. Due to tubing hooked up high resulted in patient liquid running downwards into the ventilator and contaminated the device. The inside of hamilton-c6 was checked. Upon checking the inside, the blood had adhered to the connector where the flow sensor was connected. The tubing connecting to the pressure sensor was not affected by blood contamination. The rinse flow assembly was replaced, sw1.2.3 was installed, software test and operational checks were performed, and the unit is scheduled to be returned to the hospital. (B)(6) medical ag complaint number: (B)(4).

Manufacturer narrative:
Ventilator was in standby. Due to tubing hooked up high resulted in patient liquid running downwards into the ventilator and contaminated the device. The inside of hamilton-c6 was checked. Upon checking the inside, the blood had adhered to the connector where the flow sensor was connected. The tubing connecting to the pressure sensor was not affected by blood contamination. The rinse flow assembly was replaced, sw1.2.3 was installed, software test and operational checks were performed, and the unit is scheduled to be returned to the hospital.

Event description:
Hamilton medical ag (hmag) received the following incident description: during use, the patient's blood entered the interior of the c6 through the flow sensor. The hospital staff stopped using this c6 and replaced it with another c6 to continue treatment.